Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, doors were failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers and doors failed with no available recovery option. A field service engineer (fse) observed that the station displayed a failed drawer icon while drawers were available for recovery and tower door 2 was inaccessible. The fse guided access to storage space configuration and attempted to open tower door 2 through settings, but the system indicated that medications were loaded and did not open. The fse then returned to the home screen, after which the failed drawer icon cleared, and access to tower door 2 was restored, allowing successful inventory to resolve the issue. The system functioned as intended after the field service engineer repaired the device.